Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. The subsequent resistance during removal and treatment appears to be related to procedure circumstance. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure the right common femoral artery was attempted using a proglide device with a 6f and 8f sheath after an interventional abdominal aortic aneurysm procedure. Reportedly, when the proglide plunger was removed, the suture was broken and came completely out of the anatomy. Resistance was noticed when removing the device due to an unknown obstruction. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.